Event description:
Breast augmentation 1986 with axillary placement of a silicone implant in a submuscular position. Implants are too high and her own breasts are sagging. Implants were removed "nonintact."